Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturers¿ representative reported that the doctor implanted a new lead but there were high impedances <(><<)>4000 ohms on contact 1. They did inter-operative testing and the doctor decided to try a new implantable neurostimulator (ins) but the impedances were still high. The doctor removed the first lead and tried a different lead. The impedances were good with the second lead and second ins. The initial ins/ lead were not implanted. Additional information reported that the devices were going to be returned. There was a failed conductor-electrode. There was no conduction with the battery. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up information was added to the event. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the lead ((B)(4)) indicated that there was no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.